Event description:
At 1 month from the primary, the patient came in reporting instability due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 april 2024 lot 2337807: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: batch review performed on 18 april 2024 ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2348943: (B)(4) items manufactured and released on 22-jan-2024. Expiration date: 2028-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.